Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited high threshold measurements, 6 weeks post implant. This patient had undergone a coronary artery bypass graft (CABG) procedure in which this lead was moved. The physician opted to replace this lead as it was very lateral and the slack would pull back with arm movement. A new lead was implanted and remains in service. This lead was already returned to boston scientific. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited high threshold measurements, 6 weeks post implant. This patient had undergone a coronary artery bypass graft (CABG) procedure in which this lead was moved. The physician opted to replace this lead as it was very lateral and the slack would pull back with arm movement. A new lead was implanted and remains in service. This lead is expected to be returned. No additional adverse patient effects were reported.